Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367; which occurred on the homechoice device during use, during initial drain. The baxter technical service representative (tsr) explained the alarms and had the hp cycle the power twice to clear them. The tsr then explained that the hp would need to start over with new supplies and called their registered nurse (rn) within the next 24 hours to report the event. The hp understood the explanation, and cleared the alarms. The homechoice device was okay to use.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) that occurred during initial drain was not confirmed as the sample was not returned for evaluation; therefore, a root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).